Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare provider[hcp]) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that for one month, the patient has been complaining that they no longer felt paresthesia on the right side, even when the intensity was increased. It was noted that the patient undergoes physiotherapy with massage which may have led or contributed to the issue, and the patient said the loss of sensation corresponded to the lymphatic drainage massage on their back. The rep checked the impedance values standing up, sitting down, and lying down, but while they increased each time they remained within normal limits. Impedance did not explain the loss of effectiveness. The rep tried programming the right lead, which was older than the patient's left lead, programming standing up and lying down positions, at 500 microseconds pulse width, at 100 hertz frequency, with a bipole, et cetera but there was no sensation. The patient also complained of pain and felt a tugging sensation in the stimulator area. This bothered the patient to the point where they no longer wore a belt. When the patient stood up, the stimulator went to the edge. The rep also tried reprogramming by man ipulating the stimulator to see if this had an impact on impedance but this had no result. In any case, the left lead worked, but there were variations in intensity between sitting and lying down. Programming of the left lead only had coverage of the back on the left. The right side program was taken away, leaving the left side program with an intensity of two milliamperes. This was reported to the doctor who decided to remove the subcutaneous lead on the right in the near future. They would put a lead back on and reposition the ins. The issue was not resolved. The patient was alive with no injury. Two session report and a data report were provided with a request for analysis. Additional information was received from the rep. It was reported that there was no indication of inflammation, just a sensation of scar tissue around the ins. There was no indication or allergy or allergic reaction. The patient did not have any trauma or accidents. There was no information on if the ins was fixed to the aponeurosis with a non-absorbable suture using the two suture holes on the ins. An x-ray was taken which showed no displacement of the lead.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3877, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the lead probably won¿t be replaced before september. The ins won¿t be replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting there was lead migration/dislodgement. Patient did not feel any more stimulation on her left back side. Many programs were tried and nothing worked, impedances were fine on problem from the lead and the ins. Telemetry was sent to the medtronic representative to know it's better to do. Patient feels on her back side but low intensity not like before. The ins was repositioned due to discomfort. The lead was replaced at the same time. The ins no longer moves, pain was relieved once again, and outcome was resolved without sequelae on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 3877-45 lot# 0209045382, implanted: (B)(6) 2015, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the patient felt like there was a "small ball" at the battery level, which was noted as being normal. The scar was fine. On (B)(6) 2024, they saw the patient because of ins pocket pain and there was "still a ball." The clinical site clarified that the report of the "small ball" sensation described the discomfort, and they also reported that it felt "like a small ball" was under it. It was noted that there was no warmth or sign of inflammation. They performed a CT scan and no collection was found around the battery. The patient was given anti-inflammatory medication on (B)(6) 2024. They ultimately repositioned the ins on (B)(6) 2024.

Event description:
Additional information was received. It was reported, that the patient will be seen again on june 27th to discuss the resumption of treatment. No operation date has been scheduled for the moment. The stimulator is working very well. It will be repositioned, it will not be returned. The electrode, if integral, will be returned. The provided information has been confirmed, with the physician/account.

Manufacturer narrative:
Continuation of d10: product ID: 3877-45, lot#: 0209045382, implanted: (B)(6) 2015, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that the lead was changed on (B)(6) 2024, the rep was not informed of the date of change, by a subcutaneous lead. The faulty lead was discarded and will not be returned.

Manufacturer narrative:
Continuation of d10: product ID: 3877-45; lot#: 0209045382; implanted: (B)(6) 2015; explanted: (B)(6) 2024; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.